Event description:
During a cystoscopy/ureteroscopy for stent removal, the stent cleaved at the midpoint with a portion remaining in the renal pelvis. Doctor could not remove the stent portion at that time, so the next day, a percutaneous nephrostomy was done under general anesthetic to remove the remaining part of the stent. During the removal, the stent fragmented again. Patient's current condition - stable.

Manufacturer narrative:
Stent removal was being performed noting the stent separated midpoint, leaving a portion of the stent in the kidney and could not be removed during the cystoscopy procedure. The following day, the patient was brought back to have a percutaneous nephrostomy procedure performed under general anesthetic to remove the remaining portion. While removing the portion of the stent from the kidney, the portion separated again, noting the physician was able to remove the pieces from the patient. The physician had mentioned that the distal portion of the stent was heavily calcified along with the photos received, indicating the inside diameter of the stent to be occluded with calcification. The distal portion of the stent had been accidentally thrown out, noting the two remaining pieces will be returned for evaluation. Indication is that the patient is stable at this time. Upon receiving the stent pieces, an evaluation will be performed and a follow-up report will be sent.